Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm if it could have contributed to the reported abscess or infection. Lot release records could not be reviewed as the user did not report lot number for the device.

Event description:
A patient¿s blood glucose reached the 200's and did not exceed 250 mg/dl while wearing the pod between 36 and 48 hours. The patient reported abscess, skin irritation, and swelling at insertion site (hip/buttocks). Patient was seen by a health care professional on (B)(6) 2017 and was diagnosed with a bacterial infection at the insertion site. The patient was provided a 10 day course of antibiotics; drug name sulfamethoxazole-trimethoprim tablet 800/160.